Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.

Event description:
In 2009, boston scientific corporation was informed that during preparation before delivering the resolution clip device through the working channel, the staff attempted to expose the clip from the outer sheath, but the clip was stuck in the sheath. This issue occurred with two devices. The procedure was completed with another of the same device without any patient complications. Patient is "stable". Note: this report is for the first of two device used in same procedure. Please refer to MFR #3005099803-2009-00324 for other related report.